Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Tech called in with error code on 8015 unit failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech called in for help on error code 600.6835 which is a network error needs to transfer network config back onto the unit. Then tech. Let me aware the unit is the 8015 4.7 we no longer support and he is a I let him know I will help as a courtesy we cannot continue help on those smaller screen tech thank me for assist.